Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire, and the reported separation was confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted that the instructions for use for the guide wire hi-torque guide wires ce, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and guide wire tip separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was performed to treat a lesion in the non-tortuous, moderately calcified, 70% stenosed distal left anterior descending coronary artery. A balance middleweight (bmw) guide wire was advanced without resistance, and the bmw was used at the same time as a non-abbott stent, a non-abbott balloon, and another bmw guide wire. During removal, the bmw faced resistance with the anatomy, so force was applied. The tip of the guide wire separated and remains floating in the patient's anatomy. No treatment was performed, the procedure was completed, and the patient is fine. There was no reported clinically significant delay in the procedure. No additional information was provided.